Event description:
The physician implanted two ultratine forehead 3.0 devices in 2009. A week later, the physician removed one device because it had broken into three pieces postoperatively. A replacement device was implanted.

Manufacturer narrative:
The explanted device has been returned to the manufacturer. An internal eval is in progress. The batch record for this lot has been reviewed which contains no unusual manufacturing events. There is a low occurrence of breakage related to this device. If additional information becomes available, it will be submitted in a supplemental report.